Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had been in the hospital since implant and was still ventilator-dependent, on dialysis, not walking and on a feeding tube with gastrointestinal bleeding. The patient had a stroke and became unresponsive and went into idioventricular/ventricular tachycardia. The patient expired from a multi-system organ failure.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.